Event description:
It was reported that the pta balloon would not deflate. A micropuncture needle was inserted through the skin to deflate the balloon and the catheter was retracted w/o reported incident. There was no reported pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the MFR for eval. The investigation is currently underway.